Event description:
During a coronary stent procedure, the physician was unable to cross the lesion and the shaft of the catheter broke during advancement. The catheter was removed without incident. No patient injuries or complications occurred.